Manufacturer narrative:
Device passed self test and displacement test. Software low level failures found in the pump history due to software error. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had extremely loud when it vibrates as well as software error detected alarm. Customer¿s blood glucose level was 79 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and test passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.